Event description:
It was reported that the pump touch screen was scratched and unreadable. There was no adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support; therefore, no additional information was provided for alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.